Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. The patient uses insulet omnipod5 in modified closed loop and experienced diaphoresis, chills and was unresponsive to questions on (B)(6) 2025. The cgm was reading 300 mg/dl and the blood glucose reading was 30 mg/dl. The spouse called 911. The bg by emergency medical service (ems) was 20 mg/dl while the cgm was 300 mg/dl. The patient was treated with IV fluids and carbohydrates and recovered after treatment. The patient was feeling better during the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code - e1206 chills.